Event description:
It was reported that prior to starting a da vinci surgical procedure, frayed wires were identified on the pk dissecting forceps instrument. There was no allegation of harm or injury to a patient. Nothing fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.